Event description:
Customer reportedly received results of 343 mg/dl and 138 mg/dl within 10 minutes on the aviva system. Customer also reportedly received results of 144 mg/dl and 283 mg/dl within 10 minutes on the aviva system. No high or low blood symptoms reported with these results. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.